Event description:
Per the clinic, the patient underwent a surgical procedure (date not reported) to excise an overgrowth of skin tissue around the implant site. The implanted device remains.

Manufacturer narrative:
Correction: the correct catalog number is 90434, not 93333 as previously reported. Per the clinic, the patient underwent a surgical procedure in (B)(6) 2012 (day not reported), to excise an overgrowth of skin around the fixture/abutment. (B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.